Manufacturer narrative:
B5: the surgeon explanted the lens on (B)(6) 2021 and replaced it with a toric icl lens. Every thing went well. Claim # (B)(4).

Event description:
The reporter indicated a surgeon from another facility implanted a spherical micl implantable collamer lens, into the patients eye approximately 6 months ago. The patient was not happy with the outcome and a 2nd surgeon is planning on explanting and exchange for a toric icl lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated a surgeon from another facility implanted a 12.6mm micl12.6 implantable collamer lens, -11.00 diopter, into the patients left eye (os), on (B)(6) 2021. The patient was not happy with the outcome and the lens was explanted on (B)(6) 2021. The lens was replaced with a tmicl12.6 lens and the problem was resolved. The patient is happy with vision. H6 - work order search: no similar complaint was reported for units within the same lot. E1: address. Claim # (B)(4).